Event description:
It was reported that an increase in capture and other poor measurements were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.